Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On 04/15/2025, it was reported that the patient experienced a cgm accuracy issue. At around lunchtime while the patient was hiking, the patient¿s cgm was reading 150 mg/dl and he ate lunch and provided insulin for the carbohydrates he consumed. The patient then resumed his trail hike and about an hour later, the cgm was reading 50 mg/dl. The patient did not have a bg meter to use for comparison. The patient self-treated by eating more grapes and a power bar and then continued hiking. The patient¿s cgm reading continued to drop to 40 mg/dl, so he ate another power bar and 2 tangerines. After several hours, the patient realized the his cgm value remained ¿stuck at 40 mg/dl¿. His insulin pump screen had also cracked, but he could still see his cgm value. He was unsure if the cracked screen was affecting the functionality of his tandem insulin pump. The patient finally got off his hiking trail and went back to the cabin. At the cabin, his bg meter reading was taken, which was 555 mg/dl while the cgm was reading 40 mg/dl. The people with the patient also stated he ¿didn¿t look good¿ and was pale. Around 10pm, the patient was brought to the emergency room (ER). At the ER, the patient¿s bg meter reading was 496 mg/dl. He was given 10 units of insulin, but his bg meter reading was not going down. An hour later, the patient was given another 20 units of insulin. After another hour, the patient was then given another 10 units of insulin. The patient¿s dexcom device was removed around 11pm. He was also treated with IV fluids containing dextrose. The patient was admitted to the hospital as he was also having heart complications. On 04/16/2025, the patient went into atrial fibrillation due to the patient being in dka. The patient was treated with two unspecified medications for the atrial fibrillation (one was a blood thinning medication). It was also mentioned that his heart needed to be shocked. The patient was discharged on 04/17/2025 with a heart monitor. The patient was ¿up and about as normal¿ at the time of follow-up. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. When the patient was hiking, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. When the patient was at the cabin, the reported glucose values fall within the d zone of the parkes error grid. At the ER, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.